Manufacturer narrative:
A portion of approximately 15-20% of the liner was returned and exhibits a yellowed coloration on the convex and concave surfaces, excluding the rim. This is a common clinical finding. The absorption of the lipids in the synovial fluid may cause the poly to turn yellow in color. The degree of color change is dictated by the patient's chemistry, as well as their weight and activity level, which contribute to greater forces pushing lipids into the poly. The fracture surfaces appear to show that the liner was purposely cut, either during revision or after removal. The articulating surface is covered in fine scratches. The head is not returned, so its condition cannot be described. With the information provided, a definitive root cause for the increased joint fluid cannot be stated, however, the slight wear of the articulating poly surface may indicate foreign particles in the joint space which would have contributed. The yellowed poly is a common clinical observation and is not indicative of any product failure to meet specifications.

Event description:
It is reported that the patient was revised due to producting a lot of joint fluid, and concern over a possible infection. When the poly liner was removed, the surgeon was concerned about its yellowish color..